Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high thresholds, loss of capture and increased impedances. The lead was successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.